Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated that a bearing is bad in one of the wheels but she wasn't sure which one and was looking for a quote for a new chair.